Event description:
Per e-mail from the field nurse: cadd legacy pump sn # (B)(4) needs to be returned. Pump displaying "power loss while pump is on" message consistently when attempting to start pump after priming tubing. Pump is not running when message is being displayed. New batteries have been placed in pump with error message still occurring. Dates of use: (B)(6) 2018. Diagnosis or reason for use: pah.